Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2015-00604 and 2134265-2015-00605. It was reported that automatic pullback failure has occurred. A 75 percent stenosed, moderately tortuous and severly calcified target lesion was located in the left anterior descending artery. During a percutaneous coronary intervention, an opticross imaging catheter was used in conjunction with a motor drive unit to diagnose the target lesion. An imaging catheter was connected to a motor drive unit 5 plus but was recognized as atlantis pv. The opticross was reconnected three times but the issue was not resolved. The opticross was then exchanged to another of same catheter, this complaint device, and was connected to a motor drive unit three or four times, but the same issue had occurred. After the procedure, the ilab was rebooted up and the opticross was reconnected as test, however the opticross was not recognized properly. On the 5th attempt, the motor drive was not covered with a sterile drape, the catheter was recognized properly and pullback was performed, however the device stopped after 1.5~2mm. Pullabck was then restarted and the device stopped again at 1~2mm. The catheter became unable to be recognized and "no catheter" was indicated. The procedure was completed with another device. No patient complications reported and the patient's condition is good.